Manufacturer narrative:
A review of the device history record has been or will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "periprosthetic liquid collection with debris and thickening of the capsule. The capsule is thickened and irregular, with contrast enhancement" and "capsular contracture, baker grade iii".

Event description:
Healthcare professional reported "periprosthetic liquid collection with debris and thickening of the capsule. The capsule is thickened and irregular, with contrast enhancement" diagnosed via MRI. Healthcare professional later reported "capsular contracture, baker grade iii". This record is for the left side. Device remains implanted.